Manufacturer narrative:
H.6. Investigation summary: "material #: 367960 lot/batch #: 3348910. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by both visual examination and functional testing by draw tested 10 retention samples and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the tube had a loose cap, causing blood plasma spillage. There was no direct exposure of the blood, because ppe was worn, and no other patient or user impact was reported.